Manufacturer narrative:
Correction information provided in b.5., h.6. And h.11. Correction information has been received and stated that, the issue was straight leading haptic, there was no patient contact with the device and no patient harm reported. Therefore, this event no longer meets reporting requirements, because a serious injury has not occurred, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Correction information was received stating that the issue was straight leading haptic.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol)implantation surgery, the haptics deployed first. There was no patient contact.